Event description:
Patient feels shocking and says her leads are "dislodged". She says she felt it when it happened. Pt called me (received my number from her gi). She states that she is having shocking in her abdomen and can feel that the leads "dislodged" somewhere. She is going to the ed to have the device turned off. The pt thinks that this "dislodging" happened when she picked up something heavy last week. Pt. Went to the ed and the doctor and nurse assisted with turning the device off. The shocking did stop. Pt saw her surgeon yesterday and is having a lead revision on (B)(6) 2024. Spoke with pt and she had a new battery placed on (B)(6). Shocking has subsided for patient; no further action to be taken.